Manufacturer narrative:
(B)(4). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. In this case, it was reported that too large of a valve was place into the aortic root. It appears that this event was most likely due to procedural related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve was implanted, then explanted due to bleeding from the root enlargement site and too large of a valve being placed into the aortic root. The patient had undergone an aortic root enlargement with a bovine xenograft patch. The explanted device was replaced with another edwards bioprosthetic valve, one size smaller. The patient weaned from bypass without difficulty, hemostasis was ensured, and vss. Post-op patient's status was noted as in recovery. The reason for surgery was severe aortic stenosis.